Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that a patient underwent an initial knee procedure approximately 3 months ago. It was reported that the top of the tasp fractured on retrieval. All fractured pieces were returned and attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and examination of the returned part determined that returned tibial articular surface provisional (tasp) exhibits signs of repeated use and has fractured on the medial side of the post. All pieces were returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The fractured tasp component in this complaint was manufactured before a previous design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.